Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "suddenly started feeling weak" and expressed concern about their device. Follow-up with the patient's electrophysiologist indicated that there was a suspected issue with oversensing of r-waves with the right ventricular (rv) lead, and undersensing of p-waves with the right atrial (ra) lead. Reprogramming was performed which resolved the issue. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further noted that the ra lead exhibited far field oversensing on the atrial lead on stored electrograms (egm) that does not appear to be true atrial tachycardia/atrial fibrillation (at/af) event, undersensing triggering device classified false termination of at/af event(s) at times and inappropriate atrial pacing.